Event description:
It was reported when using the pyxis medstation es system drawer was not opening, and it appears that the railing associated with the drawer may be damaged. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer confirmed with the customer and indicated that the work order could be closed, as no issues were identified by the pharmacy. The system functioned as intended after the field service engineer troubleshooted the device.